Event description:
It was reported that (1) device was used during a wedge resection of lung tissue. It was reported by the affiliate that when the surgeon closed the tx30b instrument, the lung tissue got trapped in the hole which is localized in the most proximal part of the anvil neck of the tx30b. In this case a sleeve of the lung tissue had vessel bleeding due to no staples in that part of the tissue. There was no abnormalities of the lung tissue. The case was completed by closing the tissue by suturing.